Event description:
No blood glucose levels reported. The customer reported cracks near the reservoir window of the insulin pump. No additional information was provided.

Manufacturer narrative:
Unit received with minor scratched lcd window and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.